Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 275cc breast implant (right side), catalog # 3501640, s/n: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline breast prosthesis that deflated after implantation. As a result of the deflation, the patient underwent explantation on (B)(6) 2018. No further information will be made available.

Manufacturer narrative:
Additional information received on 6/20/2018 indicates that this a revision augmentation procedure, not a primary augmentation. Additionally, the patient underwent bilateral removal and replacement of her devices, not just on the side of the complaint device. The right-sided replacement device was a mentor smooth round moderate plus profile 475cc saline implant, catalog # 3502475, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team (pe) observed a crease on the posterior aspect. A rent measuring approximately 0.2 cm was discovered within the crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. As such, pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. There is no evidence that the issues are related to the manufacturing process. The device history record (DHR) of lot number 6700756 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses, and may be the result of one or more of the following contributing factors: un-deflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. The following information was accidentally omitted from the supplemental report submitted 3/20/2018. Date of event was (B)(6) 2017, not (B)(6) 2017, which was originally reported. The replacement device was a mentor smooth round moderate profile 475cc saline implant, catalog # 3502475, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).